Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via 24 hour helpline (B)(4) that customer had been hospitalized last summer due to high blood glucose. Customer was not available with insulin pump for more information and troubleshooting. It was reported that customer may not call due to issue being resolved.